Event description:
Unomedical reference number (B)(4). Event occurred in italy. On 06-may-2024, it was reported that the infusion set's tubing got detached at the insertion site during therapy. The site location was left side of patient's abdomen and the pump was located on the left side of the abdomen. The infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was dropped with the set connected to patient's body. No further information was available.